Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - connector latch does not secure with monitor) has been confirmed. Upon investigation the electrode belt trunk cable connector was cracked and unable to plug into a monitor. The root cause for the cracked trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an ebelt - connector latch does not secure with monitor.